Event description:
It was reported that acticon artificial bowel sphincter (abs) was not working. Surgery was performed and fluid loss was noted. The device was removed and replaced with a new acticon abs. No patient complications were reported and the patient was reported to be "doing well."

Manufacturer narrative:
Device info: balloon - catalog number 72402106, serial number (B)(4), expiration date 06/04/2014, device manufacture date 06/2009. Pump: catalog number 72402287, serial number (B)(4), expiration date 06/03/2015, device manufacture date 06/2010. Returned device analysis results indicate the cuff rating is unsatisfactory, as there is a leak in the cuff from wear at a fold. The balloon was found to be within specification. The pump was unable to be functionally tested due to tissue obstructing the resistor. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.